Manufacturer narrative:
(B)(4). Visual inspection of the device revealed the push catheter was bent along its working length. The suture hole on the push catheter was torn. The stent and the suture were still loaded onto the push catheter upon receipt. The suture connecting the stent and the push catheter was observed twisted at about 360 degrees from the push catheter suture hole to the proximal barb of the stent. The working length of the stent was also observed bent. The functional analysis of this device could not be performed due to the proximal end of the guide catheter being stretched on the push catheter. The suture was cut to access the guide catheter and the guide catheter was found stretched, kinked with a suture impression observed on the distal end. It appears both the push catheter and the stent most likely became bent at the same time during the procedure. It is possible the resistance encountered during the withdrawal of the device could be caused by the patient's physiological or anatomical structure. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment and the stent could not be deployed. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent bent.